Manufacturer narrative:
The company rep examined the system and found a short-circuited footswitch. The company rep replaced the footswitch cable. The system was then tested and met all product specifications. No samples were returned or eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported the system shut down during a vitreo-retinal surgery. Following a significant delay, an alternate system was used to complete the procedure with no harm to the pt.